Event description:
Baxter reports a transfer set in which the patient connector was separated from the tube. Noted before use. No patient injury or medical intervention was reported per baxter affililate.